Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. A full evaluation cannot be performed without the device, accessories, or logs. The claim will be closed as no product returned and will be reopened if the device is received.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.